Event description:
It was reported that the orbital brake on the 8800 system is not holding. It was noted that it is difficult to lock the c-arm (floating). There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is provided, it will be reported as required.